Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Per additional follow up from the customer, the device was cleaned, disinfected and sterilized the product before it sent in for repair, no obvious deviations from instructions for use were identified based on the results of the investigation, olympus could not confirm the foreign material adhered/clogged in air/water channel. Furthermore, no physical damage was confirmed where the foreign material remained. Therefore, the root cause of the reported events is unable to determined. The event can be detected/prevented by following the instructions for use (IFU) which state: detection methods are written in instructions for use: gif-290 series operation manual: chapter 3 preparation and inspection. Prevention measures are written in instructions for use: gif-290 series reprocessing manual: chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that the tube was clogged on the videoscope. This occurred during reprocessing. There were no reports of a delay or patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.